Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting an atrial loss of sensing and capture. The bipolar lead, model 4271, was explanted during an invasive procedure to analyze the system. The ipg remains implanted.